Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI; upn: m365db12160; model: db-1216; serial: (B)(4); batch: 520881. Product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); batch: 7083485.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed infection at the lead site. The leads were exposed at the top of the cranium. The patient underwent an explant of the dbs system. The physician does not believe the infection was device related.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed infection at the lead site. The leads were exposed at the top of the cranium. The patient underwent an explant of the dbs system. The physician does not believe the infection was device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 520881. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7083485. Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 26437783 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 27282901 product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: 7087089 batch: 7087089 product family: dbs-extension m365nm3138550 model: nm-3138-55 serial: 7096616 batch: 7096616 the returned devices passed inspection and revealed no anomalies. A labeling review was conducted and determined that infection is a known inherent risk as documented in the IFU.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed infection at the lead site. The leads were exposed at the top of the cranium. The patient underwent an explant of the dbs system. The physician does not believe the infection was device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 520881. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7083485. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 26437783. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 27282901. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7087089. Product family: dbs-extension. M365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7096616. The returned devices were analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 520881. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7083485. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: n/I. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7087089. Product family: dbs-extension. M365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7096616.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed infection at the lead site. The leads were exposed at the top of the cranium. The patient underwent an explant of the dbs system. The physician does not believe the infection was device related.